Manufacturer narrative:
(Other): without a valid part and lot number, a UDI is not available. Initial reporter: hospital contact number: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown locking screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials, age & weight not provided by reporter. Unknown when infection began. This report is for unknown screw/unknown lot number. Device is expected to be returned for manufacturer review/investigation. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: after a right proximal femoral nail case. Following a right pfna insertion for a proximal femur fracture on (B)(6) 2014, the patient presented with infection on the side of their right leg. X-rays were taken showing the fracture had healed but that the locking screw had come out of the nail and the nail with the assumption infection was present. Revision date: (B)(6) 2015 at (B)(6) health by dr (B)(6). Following antibiotic treatment, the decision was made to remove the metalware. Rep called to help with metalware removal which was done today ((B)(6) 2015) while on site for another case. Request has been made to return metalware. Surgeon mentioned that there was nothing wrong with the metalware and that the fracture had healed. Patient outcome post-surgical procedure: patient needed the metalware removed due to infection. Swabs were taken at site of swelling. Another product to be return is a locking bolt. This report is 4 of 4 for (B)(4).